Manufacturer narrative:
(B) (4). Embolic debris protector device, mi related to operational complication, stent migration and mi, no device received for evaluation.

Event description:
An attempt was made to deploy a 3.0mm diameter x 12mm length endeavor sprint rx in the stent vein graft (svg) of a patient with no issue reported. Prior to this, a filter wire was used to prevent debris form the anastomosis of the svg to the rca. However, it was reported that when the physician pulled the embolic debris protector device out, the relevant stent also came out of the patient. It was reported that a small mi occurred post removal of the stent; however, it was confirmed that this was not a result of a thrombolitic event occurring as a result of vessel damage post removal of the relevant stent. The patient is reported to be fine and no other clinical sequelae were reported.